Event description:
A customer reported experiencing an error with their continuous glucose monitor (cgm), specifically cgm error 42. Upon troubleshooting, technical support guided the customer through a complete pump reset, which resolved the issue. There was no adverse impact to the customer's blood glucose level, and the customer successfully started a new sensor session without further errors.